Event description:
The customer reported that during a pelvic exenteration, the device did not provide sufficient cauterization of tissue. The site contact stated that the tissue being sealed was large in size. An end tone, indicating a completed seal cycle, was provided by the generator in use. The surgeon opened another device in order to complete the procedure. There was not pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.